Event description:
It was reported that there was high impedance of greater than 3000 ohms. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, and economic losses and other damages". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. H3 other text : it was reported that there was high impedance of greater than 3000 ohms. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, and economic losses and other damages". The lead was explanted and replaced. No patient complications have been reported as a result of this event. Impedance, high.